Event description:
It was reported that during a supply change the ilet user filled tubing until seeing drops and then inserted the infusion set without navigating off the fill tubing step, leading the cartridge to display empty while the user was connected and no insulin was delivered; troubleshooting and education were completed, and the supply change was finished successfully, with blood glucose noted at 177 mg/dl. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue involving improper procedure related to filling tubing while ilet was connect to the user. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.